Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system controller pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device synchronized cardioversion timing was greater than 60ms. In this state, the defibrillation shock may be delivered during the vulnerable period of the cardiac cycle, which could induce ventricular fibrillation. The reported issue was observed during preventative maintenance. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and determined that the cause of the reported issue was due to integrated circuit (ic), designator u80.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device synchronized cardioversion timing was greater than 60ms. In this state, the defibrillation shock may be delivered during the vulnerable period of the cardiac cycle, which could induce ventricular fibrillation. The reported issue was observed during preventative maintenance. There was no patient use associated with the reported event.